Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed component jp1 of the main flex was damaged. Carefusion replaced the main flex to address the reported issue.

Event description:
It was reported by the customer that the unit was stuck in a constant reset. There was no report of any patient harm or patient involvement associated with the complaint.